Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no medical device type for this device as it is manufactured outside the us and not sold in the us. Initial reporter: address unavailable. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that some micro-tubes were giving erroneous results.

Manufacturer narrative:
Medical device brand name changed to bd microtainer®. Common device name changed to blood specimen collection device.